Event description:
On an unknown date in 2006, the patient was implanted with gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2015, the physician noticed an aneurysm enlargement due to an unknown reason and stated that the excluder device will probably need to be explanted. The physician is monitoring the patient.

Manufacturer narrative:
The device lot/serial number was not provided. A review of the manufacturing records for the device could not be conducted. Further information was requested but not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.